Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife called in to report high blood glucose levels due to recently getting out of the hospital. The hospitalization was due to a broken hip. The customer's blood glucose level was 600 mg/dl. The caller was advised to treat the high blood glucose levels immediately and to revert to a back-up plan, but the caller disconnected the call. No further details were obtained.